Manufacturer narrative:
Engineering evaluation noted that the revision was likely the result of dislocation, which is addressed in the product labeling under device specific risks.

Event description:
Index surgery: (B)(6) 2014. Revision due to dislocation. The case report form indicates this event is definitely not related to devices or procedure. This event report was received through clinical data collection activities.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2014. Revision due to dislocation that was discovered in x-rays at 2 week follow-up visit. The case report form indicates this event is definitely not related to devices or procedure. This event report was received through clinical data collection activities.